Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) verified the reported complaint. The fsr released the stuck occlusion knob and performed mechanical, electrical, and visual testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump occlusion knob was stuck and could not be adjusted. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.